Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was (dim/fading/color spectrum). The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. The pump was opened to find evidence of moisture corrosion on the motor flex connector. Unrelated to the original complaint, a crack in the battery compartment was found from the top to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.